Event description:
It was reported that during a ptca/stent procedure, the stent from the liberte' monorail coronary stent delivery system dislodged requiring surgical intervention. The lesion being treated was located in the proximal left anterior descending (lad) coronary artery. The physician placed a guide catheter, advanced another manufacturer's guide wire pre dilated the diagonal with another manufacturer's balloon. A second wire was inserted as a buddy wire. Following several guide wire exchanges, the lad was pre dilated. The catheter was removed and the lesion in the om was pre dilated. The physician then attempted to cross the lad lesion with another manufacturer's stent, however, this was unsuccessful. The physician then used three other balloon catheters in the lad. The liberte' monorail stent delivery system was then advanced to the lad and a wire exchange was performed. While attempting to remove the stent delivery device,the stent came off the balloon at the tip of the guide catheter and remained on the guide wire in the left main artery. A non bsc balloon was inserted to "push" the stent into the lad, to move it out of the lm. A surgeon put in a balloon pump and the pt was sent to surgery. Surgery was reported to be successful, however, it is unknown if the dislodged stent was removed. Patient status is listed as "fine". Medications included, integrilin, heparin, atropine, dopamine and ntg.

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the product had been disposed and no analysis was possible. Should further relevant information become available, a supplemental MDR will be filed.